Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow keypad button was intermittently unresponsive, requiring multiple presses to elicit a response; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation to allege a keypad malfunction. The patient reported that over a period of four to six months the up arrow became intermittently responsive. The patient claims that the button must be pressed several times to get a response. No information was provided by the patient regarding pump or keypad condition. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.